Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device is unknown.

Event description:
It was reported that the pump lost time and date settings twice. No patient injury reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was duplicated. The root cause was the mainboard internal battery had a low voltage, unable to hold on current data memory. Device also had a late, date and time, event log date. Recharged the internal clock battery for 200 hours or more. Cleared error code and reinstalled software.